Manufacturer narrative:
The insulin pump alarmed radio frequency pic failed self-test during self-test and is unable to communicate with minilink transmitter due to faulty connector at radio frequency board. The device had minor scratches on the lcd window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was not connecting with the sensor and a radio frequency alarm was being received daily. The customer's blood glucose was 156 mg/dl customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.